Manufacturer narrative:
The samples are serum and centrifuged for 10 minutes at 3000g. Per the customer, fast tsh was initially analyzed. If the results are 3.5uiu/ml or greater, a tsh test is performed directly following. Samples were re-centrifuged prior to repeat testing. Per the customer complaint record, qc was within the customer's established ranges prior to and after the event. There was no indication that service was dispatched. No root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bec), in regards to obtaining fast thyroid-stimulating hormone (tsh) results that were imprecise within the sample and compared to the tsh assay for two (2) patients' samples generated by the access 2 immunoassay system (single system). No erroneous results were reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.